Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to an infection at the incisional location. The incisional site was opening up. The patient experienced pain and redness around the site. No additional adverse patient effects were reported.